Event description:
Patient underwent surgical resection of dural-based meningioma in right front lobe and implantation of dura-guard dural patch. Approximately four weeks post-op patient experiencing persistent headaches. CT scan showed possible intraparenchymal abscess. Surgical re-exploration with debridement of epidural and subdural abscesses and removal of dura-guard dural patch, replaced with duragen. Cultures were obtained from glial layers for histological analysis. Surgeon described patient status as "doing well, no neurologic complications." Patient discharged.